Event description:
It was reported that post implant a realize band, patient had chronic pouch dilation. Subject had been having severe heartburn that last several weeks, despite conservative approach via band deflation. The band was removed and replaced without any reported complications.

Manufacturer narrative:
(B)(4): information unavailable.